Event description:
Caller reported a cartridge alarm occurring during the use of the pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump, and instructed the caller on how to enter storage mode and return the malfunctioning pump via ups using a pre-paid label, while the customer planned to use multiple daily injections as backup therapy.